Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) and five (5) batteries (B)(6) were returned for analysis. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing was performed, and the test results revealed contamination on the pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Internal visual inspection did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Log file analysis revealed two (2) controller power up events were logged on (B)(6) 2024 at 13:09:18, and on (B)(6)2024 at 07:59:13, indicating losses of power to the controller. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 72% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 77% rsoc. The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port (1) with 82% rsoc and (B)(6) was connected to power two (2) with 90% rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for thirteen (13) seconds and nine (9) seconds, respectively. Momentary disconnections involving (B)(6) were recorded leading up to the losses of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 11:48:23, indicating a physical disconnection of the driveline, likely during the reported controller exchange. As a result, the reported power switching event was confirmed. The reported vad stop events could not be confirmed; however, it is likely that the losses of power were perceived as the reported vad stop events. The associated batteries had been lubricated prior to release. Based on an investigation conducted under CAPA (B)(4) and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections and/or communication errors due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconn ection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 18-sept-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 18-sept-2024 h3: yes d1: battery d4: (B)(6)d9: yes, return date: 18-sept-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 18-sept-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 18-sept-2024 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller and batteries exhibited power switching associated with two ventricular assist device (vad) stops. The controller and batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-apr-2024 / serial#: (B)(6); d9: no h3: no h4: mfg date: 04-apr-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-apr-2024 / serial#: (B)(6); d9: no h3: no h4: mfg date: 04-apr-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 / serial#: (B)(6); d9: no h3: no h4: mfg date: 29-mar-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 / serial#: (B)(6); d9: no h3: no h4: mfg date: 29-mar-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-apr-2024 / serial#: (B)(6); d9: no h3: no h4: mfg date: 04-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted due to revisions made to the codes and investigation summary. Revised product event summary: the pump (B)(6) was not returned for evaluation. One (1) controller (B)(6) and five (5) batteries ((B)(6) were returned for analysis. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within power port 1 and power port 2. Supplemental testing was performed, and the test results revealed contamination on the pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Internal visual inspection did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection with in each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). The associated batteries had been lubricated prior to release. Log file analysis revealed two (2) controller power up events were logged within the analyzed period on 04/jun/2024 at 13:09:18, and on 05/jun/2024 at 07:59:13. The data point prior to the first controller power-up revealed that (B)(6) was connected to power source 1 (ps1) with 72% relative state of charge (rsoc) and (B)(6) was connected to power source 2 (ps2) with 77% rsoc. The data point after the first controller power up event revealed that (B)(6) was connected to ps1 with 72% rsoc and (B)(6) was connected to ps2 with 77% rsoc. The controller was off for approximately 13 seconds. Momentary disconnections involving (B)(6) were recorded leading up the first controller loss of power. The data point prior to the second controller power-up revealed that (B)(6) was connected to power source 1 (ps1) with 82% rsoc and (B)(6) was connected to power source 2 (ps2) with 90% rsoc. The data point after the second controller power up event revealed that (B)(6) was connected to ps1 with 82% rsoc and (B)(6) was connected to ps2 with 90% rsoc. The controller was off for approximately 9 seconds. Momentary disconnections involving (B)(6) were recorded leading up to the second controller loss of power. Following the losses of power, one (1) vad disconnect alarm was logged on (B)(6) 2024 at 11:48:23, indicating a physical disconnection of the driveline likely due to troubleshooting during the reported controller exchange. Review of the motor start report revealed motor start events recorded on 04/jun/2024 at 13:09:23 and 05/jun/2024 at 07:59:23 in which motor start parameters were atypical. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr00574181 and the available informa tion, the most likely root cause of the reported batteries not recognized and power switching event can be attributed to momentary disconnections and/or communication errors due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources or the reported controller exchange. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of ventricular assist device (vad) log file data revealed history of various motor start events with parameters outside of the typical range. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: additional products: d1: heartware ventricular assist system ¿ pump d4: model #:1104/ catalog #:1104 / expiration date: 29-feb-2020 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 12-feb-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.